Event description:
It was reported that during a laparoscopic cholecystectomy, the clips did not form properly. Another device was used to complete the case. There was no consequence to the patient.

Manufacturer narrative:
(B)(4): info anticipated, but unavailable at this time.